Event description:
A report was received that a pt had a pocket revision. The pt was experiencing discomfort at the pocket site. The physician relocated the ipg to above the waistline and the pt is reportedly doing well following the revision

Manufacturer narrative:
This is the final report.